Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. (B)(4). A partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling. The prostar xl device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that suture placement in the mildly calcified left common femoral artery was attempted with proglide devices, using a pre-close technique, via a 7f sheath prior to an abdominal aortic aneurysm (aaa) procedure. The sutures of the first proglide device were successfully preplaced using the pre-close technique. A second proglide device was used and the sutures came out with the device. A prostar xl device was then used and the sutures were successfully deployed. However, after suture deployment, the j tip guide wire would not re-insert into the prostar xl device. A terumo guide wire was used with the same results. The terumo guidewire was looping inside the prostar xl and with extra force finally went into the lumen of the vessel. The sheath was upsized to 12f and the aaa procedure was completed. Hemostasis was achieved with the sutures of the prostar xl device and the preplaced sutures of the first proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the prostar xl device and in the use of the proglide device and preclose technique. No additional information was provided.